Event description:
The patient's mom/reporter claimed the animas insulin pump has intermittent power issues. The subject pump was not available for troubleshoot at the time of concern. The animas representative made several attempts to contact the reporter back without success. There was no report of any serious injury associated with the alleged issue. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the battery compartment was noted to be cracked. The battery cap had no damage, was able to be secured to the pump properly and was noted to be within specifications when tested. On testing, the pump powered on normally without alarms. Complete functionality testing was not able to be performed due to an unresponsive keypad issue, which was reported in a separate complaint. The pump was opened for further investigation and there was no internal damage noted.